Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the implant is dead, and it hasn't worked for 3 years. The caller had very little detail about why the device is not working. No symptoms or further complications were reported.